Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, worsening ptosis, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse injectable implant could not be reviewed as the lot number was not reported.

Event description:
This is a literature report from an interventional study to evaluate the long-term effectiveness and safety of intraorbital injection of radiesse for orbital volume augmentation in patients with post-enucleation socket syndrome (pess) and small orbital volume during a period of two years from january 2014 to april 2016. This literature report from (B)(6) concerns a (B)(6) male patient. He was injected with a total of 1.5 ml of radiesse into the orbit and superior socket for orbital volume augmentation, to improve enophthalmos, sulcus deformity and ptosis. Approximately two-thirds of the syringe volume was injected into the orbit while the needle was in touch with the orbital floor. Then, the remaining filler was injected deeply in the superior socket. Since the orbital injection of radiesse is painful, it was performed in the operating room with intravenous sedation and retrobulbar injection of anesthesia (2 ml of 2% lidocaine). Needle used for injection was 23 g. The needle was passed transcutaneously, and the surgeon tried to inject only in the extraconal space. The injection was performed slowly and only while the needle was being withdrawn from the site. A superficial injection was avoided. Furthermore, very deep posterior injections around the orbital apex were avoided to prevent the unacceptable spreading of the filler into the danger zones of the orbital fissures. The patient was examined at one day, four months and twelve months after injection. The severity of enophthalmos (using a naugle exophthalmometer with ocular prosthesis in place), sulcus deformity and ptosis (by measuring the marginal reflex distance 1), were determined. The patient's medical history included post-enucleation socket syndrome (pess), small orbital volume, and ptosis. Past patient's medical history included enucleation. The radiesse injection was performed at least 3 years after the latest surgery. After the treatment with radiesse, the patient experienced worsening of ptosis and anterior extrusion of radiesse and subsequently the presence of lower eyelid skin discoloration (darkening) and a bump. The extrusion of radiesse did not improve after three months of follow-up. Corrective treatment included a transconjunctival orbitotomy and surgical excision of extruded materials. Pathologic evaluation of the specimen showed mild chronic inflammatory cell infiltration around the calcium hydroxyapatite particles. The discoloration and bump disappeared one month after surgery. The worsening of ptosis did not improve after six months of follow-up. Corrective treatment included a levator resection surgery. Reportedly, both enophthalmos and deep superior sulcus improved during all follow up visits. The authors discussed anterior dislocation of filler was a potential complication of intraorbital injection of radiesse. The presence of significant fibrosis in the intraorbital tissue secondary to chronic inflammation and iatrogenic surgical trauma might predispose the patient to this complication. Furthermore, multiple socket and orbital surgeries might disrupt the intraorbital fibrovascular septa and normal orbital tissue architecture, which could cause the filler material to migrate gradually out of the orbit. In addition, the migration could have also been caused by inadvertent anterior placement of the filler, if the surgeon did not stop the injection while withdrawing the needle. Anterior migration of the filler manifested as a bulge and dark skin discoloration of the eyelids, which was managed surgically. Furthermore, the authors assumed that chronic inflammation induced by intraorbital injection of the filler led to a malfunction of the levator muscle or aponeurosis dehiscence and subsequently caused worsening of ptosis. Literature article: aletaha m, salour h, yadegary s, fekri y, tavakoli m. Orbital volume augmentation with calcium hydroxyapatite filler in anophthalmic enophthalmos. J ophthalmic vis res 2017;12:397-401.